Event description:
A user facility reported that their patient sustained a superficial second-degree burn at the treatment site following the use of the alma harmony system. Alma lasers inc. Conducted an investigation which determined the burn was likely due to excessive energy and could result in a permanent scar. Therefore, we are reporting this in good faith. The clearskin handpiece used with the alma harmony system during the treatment was retrieved for inspection as part of the investigation. Upon inspection, the device did not meet manufacturer's specifications and will be returned to the manufacturer for further investigation.